Event description:
A customer contacted baxter to report that four transfer sets had been detached from a titanium adapter since (B)(6) 2009 when the patient began peritoneal dialysis (pd) therapy. The titanium adapter has been replaced as a result. No patient injury was reported. Consequently, the center retrained the patient, excluded the use of disinfectants, replaced the transfer set every 3 months and used a different batch of transfer set. As a last resort, they replaced the titanium adapter on (B)(6) 2010. No problems occurred anymore since this time. The center asked baxter to investigate the screw thread of the titanium adapter, whether there were any deviations. No further information is available regarding the four transfer sets that detached. Per follow-up information received on (B)(6) 2010, the patient was prophylactically treated once with antibiotics (date unknown).

Manufacturer narrative:
(B)(4). This is second of 4 emdrs for the product: transfer set. Additionally, 4 emdrs are being submitted for the product: titanium adapter. The sample was not returned to baxter, and the batch number is unknown. Therefore, no evaluation or batch review could be performed. A follow-up report will be filed should any additional information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.